Event description:
It was reported that the bd smartsite¿ needle-free connector extension set leaked from between the tubing and cap during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the level of the tubing and the cap" the leakage was identified at the double ring during the injection of a product and is not related to the cap which is difficult to remove. From the male luer, between the 2 rigid parts. The extension tube is difficult to adapt to syringes and is not related to the leakage observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-28. H6: investigation summary : one 20060e7d sample was received without packaging for investigation; the customer feedback indicates that the complaint sample was from lot 19066544. Residual fluid was present in the sample and no connecting products were received to assist the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the smartsite component; in each instance a secure connection was identified and no issues were observed during connection or disconnection of the components. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19066544 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20060e7d product over the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite needle-free connector extension set leaked from between the tubing and cap during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage at the level of the tubing and the cap" the leakage was identified at the double ring during the injection of a product and is not related to the cap which is difficult to remove. From the male luer, between the 2 rigid parts. The extension tube is difficult to adapt to syringes and is not related to the leakage observed.